Event description:
The customer reported no images were displayed on the monitors. This renders the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.